Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range = 2.5 - 3.5. On (B)(6) 2016 inratio inr = 1.7. On (B)(6) 2016 inratio inr = 4.2. On (B)(6) 2016 inratio inr = 4.5; doctor's poc inr = 4.0. On (B)(6) 2016 inratio inr = 6.1; doctor's poc inr = 5.2. No reported adverse patient sequela.

Manufacturer narrative:
Additional information: a week prior to notification date (05/24/2016) patient self tester said he had tia's (transient ischemic attack) where he gets blurred vision for about 10 minutes but then it goes away. He has not had any since previous week. No reported treatment administered or withheld.

Manufacturer narrative:
The meter associated with the complaint was returned for investigation. Retain strips were tested on the returned meter. The customer's complaint was confirmed during in-house testing. Although discrepant results were observed, the testing shows that the system is performing within expectations. Functional and thermistor testing were performed on the returned meter with passing results. A review of the entire in-house testing for lot 385358a was performed and found that the lot meets criteria; no product deficiency was found for this lot. A review of the manufacturing batch records for the lot did not uncover any non-conformances; the lot met release specifications. The impedance curves associated with the customer's results of 6.1 and 4.5 were determined to be normal in shape, not exhibiting a weak slope or other abnormalities. These results when compared with the reference results provided by the customer are within the expected variability for the assay and not considered to be outside of the performance specifications. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips the 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device.

Manufacturer narrative:
Corrections: brand name: removed inratio2 pt monitoring system and added inratio pt/inr test strips (as the complaint device) model #: removed serial # and added inratio pt/inr test strip #100071, lot #385358a. Concomitant medical products: removed inratio pt/inr test strips and added the monitor as a concomitant medical product. The 510k#: removed k072727 for inratio2 pt monitoring system and added 510k# k092987 for pt/inr test strips. Labeled for single use?: changed from no to yes. Usage of device: changed from reuse to "unknown".

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. The reported results are within the expected variability for the assay and are not considered to be outside of the performance specifications. No problem was found. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.